Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that found that the sutures must comply with a break strength parameter. A clinical review states that if a portion of the anchor remains retained in the patient, it is made of a bio-composite material which is intended for implantation to allow for bone ingrowth. If the anchor was retained, it is unknown if the anchor will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, the q-fix anchor curled badly and broke. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported. No further information available.